Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding this report with no further details provided. Three electrode loops were returned to olympus for eval. Two of the electrodes had a lot number of 12223p03l001 and the eval found both of the loop wires had one end detached at the yellow filter section. The third electrode had a lot number of 12097p03l001 and the eval noted that the loop wire was broken off in the center. The devices were forwarded to the original equipment manufacturer (OEM) for further eval. (B)(4).

Event description:
Olympus was informed that three of the electrode loop wires were breaking during a therapeutic transurethral resection bladder tumor (turbt) procedure. The intended procedure was said to have been completed with a different but similar device. There was no pt harm reported.